Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02618. The patient received two 3166 model leads from lot number 3952860. It was reported the patient experienced a fall and since his scs stimulation therapy on the left side of his head has become ineffective. A sjm representative met with the patient and a system diagnostics showed multiple invalid lead contacts on the left side leads. The representative was unable to provide effective stimulation therapy with reprogramming. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.